Event description:
Consumer called to report erratic reading when using their paradigm link meter. Analysis run on clark error grid using mean average reading (146) as ref. Point vs bd reading of 281, 38, 119 yielded data points in the c zone of the grid, outside of acceptable limits.